Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were made. Patient condition was stable.